Event description:
It was reported the pt experienced a loss of stimulation in the right arm. The system was replaced in the left lateral axilla. The pt recovered without sequela. A follow-up report will be submitted if additional info becomes available.

Event description:
The spinal electrodes no longer covered the same area as previously and the wires were not documented to have moved. It was thought that the patient's rsd had progressed or that scarring reduced efficacy.